Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the act button due to corroded keypad traces noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.

Event description:
The customer's mother reported via phone call that she wanted to check the status of a replacement insulin pump. The customer had not received the replacement insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.